Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. She experienced a high blood glucose level of over 600 mg/dl. She believed her high blood glucose levels were due to the infusion sets. The customer was sick to her stomach, nauseous, and had fatigue. She treated her high blood glucose level with pens. The customer disconnected from the insulin pump and treated with injections but her blood glucose level dropped to 38 mg/dl. She treated her low blood glucose level with food. The device was not returned.